Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely decreased alinity I myoglobin results generated on a 59yrs old male patient. The results provided were: sid (B)(6) new reagent=131.7 ng/ml /previous reagent=163.8 ng/ml. Laboratory reference range for myoglobulin= < 140 ng/ml there was no reported impact to patient management.